Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and swelling are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that two weeks after an inflatable penile prosthesis (ipp) the patient experienced pain and scrotal swelling. The physician recommended to wait until the patient was completely healed; however, the patient insisted on removing the device. A surgical procedure was performed in which the existing ipp was removed. There were no further patient complications.